Event description:
The customer contacted physio-control to report that their device failed to power on. This issue is patient related; however the customer advised there was no impact to the patient.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed to power on. This issue is patient related; however the customer advised there was no impact to the patient.